Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the minicap was dry. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Lot number gd897124 was manufactured 30 may 2014 to 06 jun 2014. The device was not returned; therefore, a device analysis could not be completed. A review of all batch record documents was performed for associated lot number gd897124 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.